Event description:
Pt called lfs alleging that their one touch ultra meter would not power on. Pt reported feeling dizzy at the time of concern and did not have any other device to test with. Pt reported taking their diabetes medication following the attempted use of the meter. Pt did not seek any medical care from a health care professional. There was no evidence that the meter contributed to a serious injury. The customer service rep walked pt through troubleshooting and discovered that the meter did power on using the "m" button, however, not when a teststrip was inserted into the test strip port. Pt was using the correct brand of test strips. The meter was replaced due to the unresolved meter malfunction.